Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose level. As the issue had occurred in the past, tandem technical support was unable to perform troubleshooting with the customer.